Event description:
The clinician said implant was placed in 2006 and removed approx two months later. Bone graft was performed after removal. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quality and quantity insufficient.

Manufacturer narrative:
The implant was received with a prepped abutment attached. The implant was not fractured and was examined under 10x magnification. The implant was compared to a radiographic template and was determined to be a ph4mm x 10.5mm implant without any thread defects.